Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The customer reported that the device component disengaged. The reported condition was not confirmed but the device had been used in a procedure and had stopped working. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and crack. Covidien investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the clamping jaw while the device was activated. This contact caused the waveguide to crack. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors.

Manufacturer narrative:
(B)(4). Date of initial report : 01/19/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic ventral hernia procedure, a piece of the active waveguide disengaged and fell into the patient cavity. The piece was successfully retrieved by the surgeon and there was no patient injury. Another dissector was installed onto the system in order to continue the case.